Manufacturer narrative:
Pump passed the displacement test however failed in backlight verify during self test due to el panel defect noted.

Event description:
The customer stated via phone call that the there was back light anomaly. The customer¿s blood glucose level was unknown. Customer stated that back light was not work. Customer stated that the back light was not turning on during easy bolus. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.